Event description:
On (B)(6) 2019, this patient underwent endovascular treatment using two gore® tag® conformable thoracic stent graft for aortic arch aneurysm. The first ctag was successfully deployed in the distal side. The second ctag was deployed, with a portion of the partial uncovered stent intentionally inside the origin of the left common carotid artery (lcca). Angiography showed blood flow to the lcca, however the oxygen saturation level (invos) on the left side read 48. (The right side was 68.) A metal stent was deployed in the lcca to ensure blood flow to the brain and the left subclavian artery (lsa) was intentionally embolized. Angiography continued to show blood flow to the lcca with increased invos levels. The patient tolerated the procedure. The physician noted there was a possibility that the radial force of the stent graft pressed the calcification in the left subclavian artery and the left common carotid artery, narrowing the lcca, resulting in reduced blood flow to the brain. Intraprocedure imaging prior to and after deployment of the device showed the origin of the lcca to be partially narrow due to calcification. It was noted that the shape of the lcca was certainly transformed in the images before and after deployment.